Event description:
It was found that the retaining post lock pin was broken. With a broken retaining post, the cot may not lock into the cot fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.